Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical technician at the user facility reported ultrafiltration (uf) issues with a 2008k hemodialysis (hd) machine. The biomedical technician initially informed fresenius technical support of an occurring uf issue, described as excess fluid removal that occurred while a patient underwent an hd treatment. The exact time into treatment that the uf issue was observed is not known. At an unknown point during the patient¿s hd therapy, excess fluid was found to have been removed. Although requested, no additional information has been made available. No parts have been made available to the manufacturer for evaluation. It is not known if the unit has been returned to service at the user facility.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical technician at the user facility reported ultrafiltration (uf) issues with a 2008k hemodialysis (hd) machine. The biomedical technician initially informed fresenius technical support of an occurring uf issue, described as excess fluid removal that occurred while a patient underwent an hd treatment. The exact time into treatment that the uf issue was observed is not known. At an unknown point during the patient¿s hd therapy, excess fluid was found to have been removed. Although requested, no additional information has been made available. No parts have been made available to the manufacturer for evaluation. It is not known if the unit has been returned to service at the user facility.